Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a clinic visit on (B)(6) 2017, a review of the device history revealed an occasional increase in estimated pump flow and pump powers, which was confirmed via the system controller log file. The patient reportedly did not feel any sickness during this period. The patient was started on low molecular weight heparin and warfarin. The patient¿s lactate dehydrogenase level is slightly elevated. The patient remains asymptomatic. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported increase in the patient's elevated lactate dehydrogenase level could not be conclusively determined. The center submitted nine system controller log files for review, which spanned from 29sep2017 to 01feb2018. Transient elevations in pump power were captured on multiple dates. In addition, three transient low flow hazard alarms were captured on (B)(6) 2017 and a series of low flow hazard alarms were captured on (B)(6) 2017 when the estimated flow value was calculated below the low flow threshold of 2.5 lpm. Despite these fluctuations in pump power and estimated flow, the pump speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support and no further related issues have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient continues on anticoagulation therapy due to ongoing transient elevations in pump power. The patient's lactate dehydrogenase level was around 450 u/l to 490 u/l as of (B)(6) 2018. The patient appeared to be clinically stable on plavix, warfarin and low-molecular-weight heparin. No further information was provided.